Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose range over 600 mg/dl. The customer did not experience any symptoms such as sick as a result of high blood glucose event. The customer was treated with IV insulin and manual shots. Customer had been using insulin pump system within 48 hours of reported high bg event. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.